Event description:
Customer reported that the insulin pump screen went blank, and the pump shut down. Customer stated that the number six appeared on the screen and the incorrect time was displayed. Customer also stated that the insulin pump returned a weak battery alarm. Blood glucose level at the time of the call was 117 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.